Manufacturer narrative:
After customer recalibrating the assay, the qc results fell within range, and the issue with the discrepant carbon dioxide results was resolved. The investigation showed, the ticket trending review of complaint data for the complaint list number does not identify any increase in complaint activity. A lot number search was not performed, as the lot number is unknown. The labeling review concludes that the issue is adequately addressed. A device history review did not identify any non-conformances associated with the complaint issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity c carbon dioxide reagent identified in this complaint.

Event description:
The customer observed inconsistent alinity c co2 results when processing on the alinity c processing module. On (B)(6) 2025 samples were repeated and results were amended. The customer uses reference range: 21 ¿ 30 mmol/l. Sid (B)(6) tested 35, 24, 29. Sid (B)(6) tested 31, 19, 24. Sid (B)(6) tested 32, 20, 26. Sid (B)(6) tested 31, 18, 24. Sid (B)(6) tested 37, 24. Sid (B)(6) tested 39, 24. Sid (B)(6) tested 35, 24. Sid (B)(6) tested 39, 22. No impact to patient management was reported.

Event description:
The customer observed inconsistent alinity c co2 results when processing on the alinity c processing module. On (B)(6) 2025 samples were repeated and results were amended. The customer uses reference range: 21 ¿ 30 mmol/l. Sid (B)(6) tested 35, 24, 29. Sid (B)(6) tested 31, 19, 24. Sid (B)(6) tested 32, 20, 26. Sid (B)(6) tested 31, 18, 24. Sid (B)(6) tested 37, 24. Sid (B)(6) tested 39, 24. Sid (B)(6) tested 35, 24. Sid (B)(6) tested 39, 22. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: patient identifier multiple is (B)(6). No additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.